Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp (MRI tech) reported the patient had a spinal procedure, and the ¿lead wires¿ were cut. The hcp requested clarification on the lead wires; the hcp did not know if there was a stimulator involved. The hcp requested MRI compatibility guidelines for the pump. It was unknown if the MRI was due to a problem with the device or therapy. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; other relevant components include: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type catheter product ID 8703w lot# l47172 serial# implanted: (B)(6) 1997 explanted: product type catheter medtronic, inc.. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid [concentration unknown] at a dose of 3.840 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that the patient had a spinal surgery on (B)(6) 2016 and the doctor told the patient that they ¿sliced through two of the catheters¿ and that it should not hurt anything, per the consumer. It was also reported on (B)(6) 2017 that the pump was last refilled on (B)(6) 2016 with the first 10% intrathecal (it) dose increase and again on (B)(6) 2017 the healthcare professional (hcp) titrated the it dose up 10% for better pain relief per the patient. It was stated that the patient was not in pain and did not need to take oral medications. It was noted that the patient was at the clinic last week (from (B)(6) 2017) and that the hcp was ¿testing the pump¿ but for an hour they tried accessing the catheter access port (cap) and could not ¿locate anything they needed to do¿ per the consumer and had cap procedure issues. It was stated that the hcp told the patient they could not inject dye due to possible complications, per the consumer. It was noted that the hcp wanted to contact the patient¿s other hcp about it. It was stated that the patient had been telling the hcp and dealing with ¿all of this¿ since (B)(6) 2016 but the hcp had ignored everything the patient told him. It was indicated that the patient called the surgeon yesterday and had to leave voicemails and that the hcp was supposed to call the patient back but did not, per the consumer. The patient did not hear back from the hcp and did not see any voicemails left. It was noted that the patient was tired of not getting straight answers from the hcps and was frustrated because of dealing with ¿all of this.¿ please note that the report indicated that the patient was slurring and rambling with his words and it was unknown that all the information the patient was stating had been documented accordingly.